Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the leading haptic had folded the other way. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).